Manufacturer narrative:
It has been determined that the patient's history of more than 20 years of dialysis may have been a contributing factor to the calcification. Calcification has been shown to occur at accelerated rates in patients with renal failure. Patients with mitral annulus calcification are on average older than those without calcification; however, mitral annulus calcification has been detected with increased frequency at younger ages in patients with uremia. The duration of dialysis also plays a major role in the development of calcification. Patients undergoing hemodialysis and renal replacement therapy have been found to develop calcification at earlier ages. The presence of coronary artery calcification in the dialysis population appears to correlate in part with the ingested quantity of calcium-containing oral phosphate binders.

Manufacturer narrative:
The report of stenosis and calcification were confirmed through observed calcification. X-ray demonstrated heavy calcification on all three leaflets. Calcification restricted leaflet mobility and led to stenosis. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. X-ray demonstrated wireform intact. Sewing ring and cloth had multiple cuts around the valve. The wireform was exposed at commissures 1 and 3 on the outflow aspect. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis. In this case, calcification was confirmed as the root cause of this event. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) could not be reviewed, as the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Of note, this model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001.

Event description:
Edwards received information that this 23 mm aortic pericardial valve, implanted approximately four (4) years, was explanted due to aortic stenosis secondary to calcification. This valve was originally implanted for aortic valve replacement to treat aortic stenosis. The device was replaced with a 19 mm on-x valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿under treatment¿ in ICU.